Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 2.75x24mm drug eluting stent to the 90% stenosed lesion located in the moderately tortuous left main trunk (lmt) to proximal left anterior descending (lad) artery, but was unable to cross the lesion. Upon removal of the stent delivery system (sds) it was noted that the proximal edge of the stent was lifted. Pre-dilatation was then performed with a 2.5x20mm non bsc ballon. A taxus 2.75x24mm stent was then placed in the proximal lad and a taxus 3.0x20mm stent was placed in the lmt. No pt injuries or complications were reported. Pt status post procedure is noted as good.